Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2 .5 - 3.5. On (B)(6) 2016 inratio inr = 1.9. On (B)(6) 2016 inratio inr = 2.6. On (B)(6) 2016 inratio inr = 1.0. No reported adverse patient sequela.

Manufacturer narrative:
Investigation/conclusion: the meter associated with the complaint was returned for investigation. Retained strips tested on the returned meter met accuracy criteria. The customer's complaint was not replicated during in-house testing. Additionally, the returned meter met functional and thermistor testing requirements during investigation. A review of the batch records for lot 368081 uncovered a relevant nc. However, this did not affect the final release specifications. There is no indication of a product deficiency and additional corrective actions were not required. Impedance curve analysis of the customer's reported results was not possible because the results were not present in the meter memory. Root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.